Event description:
It was reported that during the procedure, the physician had a needle retraction issue with the handpiece. Specifically, he removed the scope from the pt to empty their bladder and reinserted to continue the procedure. He then deployed the needles but could not retract them. The handpiece had to be cut to remove it from the pt. No injuries were reported and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.